Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had multiple upstream and downstream occlusion alarms. During an oxytocin infusion on a postpartum patient the labor and delivery department the pump alarmed ¿multiple upstream and downstream occlusion alarms¿. It was further reported, once they cleared the downstream occlusion, they had an upstream occlusion, then it went back to a downstream occlusion again. Additionally, the patient had a delivery blood loss of 956 ml and the delivery and recovery period blood loss total was 1,002 ml. The patient did not present any signs or symptoms related to the blood loss. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.